Event description:
It was reported that a patient underwent a ventricular tachycardia ablation procedure with a thermocool smarttouch sf which would not "high" flush from the pump. It was also reported that the thermocool smarttouch sf displayed a "hi temp warning." The caller stated that the catheter was removed from the body, and no char was noticed on the catheter tip. The caller noted that the catheter was flushed but would not "high" flush from the pump. The catheter was replaced and the issue resolved. The procedure continued. The caller noted the catheter was brand new. There was no patient consequence.

Manufacturer narrative:
On (B)(6) 2025, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
It was reported that a patient underwent a ventricular tachycardia ablation procedure with a thermocool smarttouch sf which would not "high" flush from the pump. Device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection, temperature, impedance and irrigation tests of the returned device were performed. Visual inspection revealed no damage or anomalies on the device. The device was connected to the generator, and no temperature was displayed due to an open circuit at the tip area. Also, an irrigation test was performed, and the device was irrigating correctly, no obstructed holes were observed. No irrigation issues were observed. A manufacturing record evaluation was performed for the finished device number, and no internal action related to the reported complaint were identified. The high temperature issue reported by the customer was confirmed, as open circuit may have caused it. The potential cause of the open circuit could not be determined. The instructions for use (IFU) contain the following information: when rf energy is interrupted for either a temperature or an impedance rise (the set limit is exceeded), the catheter should be removed, and the tip cleaned of coagulum, if present. When cleaning the tip electrode, be careful not to twist the tip electrode with respect to the catheter shaft; twisting may damage the tip electrode bond and loosen the tip electrode or may damage the contact force sensor. The irrigation issue reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the use of the device that may have affected its performance. The instructions for use (IFU) contain the following information: purge the catheter and the irrigation tubing with heparinized normal saline prior to insertion of the catheter into the patient. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: investigation findings: open circuit (c0205) / investigation conclusions: cause not established (d15) / component code: electrical lead/wire (g02015) were selected as related to the open circuit in the tip area identified by bwi pal. Investigation findings: no device problem found (c19) / investigation conclusions: no problem detected (d14) were selected as related to the customer's reported ¿no irrigation¿ issue reported by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).